Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer 2011-(B)(6): client was showered, straight up as usual. She got an epileptic attack in the shower. She fell to the right. The carer tried to stop her but she was wet so not stoppable. Carer ended on the floor with client on top. Device has been checked on (B)(4) 2011, all functions conform product specifications. (B)(4).